Event description:
Caller reported a malfunction on the pump and was unable to connect with their g7 sensor. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which the caller performed, and the customer was advised to stay a certain distance from the old sensor before restarting the session. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue recurred. No additional impact or events were reported.